Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up in clinic, episodes of noise were noted on the right ventricular (rv) lead. Noise was reproducible during lead provocative tests. Lead revision is anticipated. The patient was stable with no consequences.

Event description:
Additional information received that episodes of automatic mode switch occurred due to lead noise. The physician elected to not perform intervention since the patient does not require pacing assistance.